Manufacturer narrative:
Product analysis: the analysis could not confirm the customer comment of the external pulse generator has no output. It was determined at analysis that the main seal was contaminated. The hanger assembly and the lower case were broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator has no output. The epg was returned for service and repair. There was no patient involvement.